Manufacturer narrative:
H2, h3: application and system logs were reviewed by a medtronic representative, but provided insufficient information to determine root cause of the reported behavior. Previously reported codes 10, 3221, and 4315 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 9735771, lot/serial#: (B)(6), product ID: 9735773, serial/lot#: (B)(6). H3: the 48v battery was returned to the manufacturer for analysis. Functional testing determined that he battery measured 51.56 volts, upon return.the battery was connected to a main cart test system for overnight charging. On battery power, the system stayed running for eleven and a half minutes. No fault found. Codes associated with the battery: fdr 213, fdc 67 h3: the 24v battery was returned to the manufacturer for analysis. Functional testing determined that the battery measured 25.76 volts, upon return.the battery was connected to a camera cart test system for overnight charging. On battery power, the system stayed running for eleven and a half minutes. No fault found. Codes associated with the battery: fdr 213, fdc 67 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative visited the site to evaluate the equipment. Hardware parts were replaced, and the system performed as intended. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. No devices were returned to the manufacturer for analysis. Other relevant device(s) are: product ID: 9735762 , software version #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a tumorectomy procedure. It was reported that the navigation system powered off autonomously. After that, only the camera cart failed to start when rebooting the system. The power was turned off again and rebooting was performed after approximately 10-minutes. When rebooting was done, the camera cart started. There was a less than 1-hour delay to the procedure and no impact on patient outcome.